Event description:
Pt admitted to hospital for removal and replacement of bilateral breast implants and bilateral crescent mastopexies secondary to bilateral capsular contractures and left breast implant rupture. Original breast implants were placed in 1977. During surgery, two small tears were noted in the capsule on left and extruded silicone gel was found. The silicone gel did not continue into the wound. Pt authorized hospital to dispose of breast implants.